Event description:
It was reported that at implant the lead showed high impedance and high threshold. The implanter felt there was an issue with the helix "popping out" and the lead would not fixate to myocardium properly. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.